Event description:
It was reported that, after a tka had been performed on (B)(6) 2013, the insert post broke off. This event was addressed by revision surgery on (B)(6) 2022 to exchange the journey art ins bcs std 3-4 rt11. Patient's current health status is fit and healthy.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a revision was performed approximately 9 years post implantation due to a broken post. The anz complaint form reported that clinical documentation was not available, and the patient was fit and healthy. Without the supporting clinical documentation, no clinical factors could be concluded to have contributed to the event. Patient impact beyond the reported broken post and subsequent revision could not be determined. No further medical assessment can be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected or abnormal loading of the limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.